Event description:
It was reported that patients ipg was coming out of the skin and as per patient there was skin breakage. The patient underwent an explant procedure where all device was removed and will not be return as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).